Event description:
It was reported that the pump was stuck in the loading sequence. Customer¿s blood glucose level was 510 mg/dl. Customer administered a manual insulin injection to address elevated bg. Troubleshooting with tandem technical support indicated that the customer did not follow the load process and determined that the pump functioned as intended. Customer reloaded the cartridge and continued using pump for insulin therapy.